Event description:
A customer contacted beckman coulter inc. (Bec) in regards a troponin (accutni) result within the risk stratification range that was generated by the unicel dxc 600i access immunoassay system. Upon repeat, the sample resulted within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. System information was not supplied by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse cleaned the analytical module and the waste line tubing. The fse replaced the peri-pump tubing. The fse replaced the crimped external substrate supply line and rebuilt substrate pump. The fse ran a precision run of low-level accutni which recovered with excellent precision. The fse ran a passing system check. No clear root cause could be determined for this event.